Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawers had been broken. The field service engineer (fse) tested the drawers and found them offline. The station back panel was opened; no lights were observed on the drawer 3 module controller, and all cables and connections were confirmed to be tight. The station was rebooted, but the issue persisted. The module controller printed circuit board was replaced. Testing was performed using the hardware test application (hta), and results were satisfactory. Escort performed inventories of drawers, and both were confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.